Event description:
On (B)(6) 2023, a clindex notification was received indicating that a revision arthroplasty surgery took place on (B)(6) 2023 due to the loosening of an implant on the humeral side. The date of the primary procedure was (B)(6) 2015. No additional information provided. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported revision surgery can be attributed to a patient-specific event.

Event description:
Additional information provided on 02/08/2023, it was reported that the revision surgery took place on (B)(6) 2022. The patient has recovered. A univers glenosphere was implanted in place of the explanted devices. No additional information provided. Additional information requested.